Manufacturer narrative:
(B)(6). All available patient information was included. Additional patient details are not available. The complaint investigation was performed for observed falsely positive architect stat troponin-I results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 22198un21 through world wide data. Return testing was not completed as returns were not available. The trending review determined no trends were identified for the product related to the issue. The historical performance of reagent lot 22198un21 was evaluated using worldwide data from customers in the field. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 22198un21 are inside the established control limits, therefore, no unusual reagent lot performance was identified for the lot 22198un21. The device history record determined no non-conformances or deviations were identified. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot 22198un21 was identified.

Event description:
The customer reported a false positive architect stat troponin-I result for a patient that was admitted for sepsis with no history of elevated troponin-I. The following data was provided: (B)(6). The customer did not provide patient demographics or reference range. The diagnostic cutoff of 0.30 ng/ml will be used from the architect stat troponin-I package insert. There was no impact to patient management reported.